Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: 0 according to the information received, needle pull off from suture while sewing. Visual analysis of the returned sample determined that one opened sample of product code vcp242 was received for evaluation. Clip off defect could be observed in the sample. The visual inspection concluded that the needle detached from the suture, the barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut. The functional test could not be performed. The clip off defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle was pulled from the suture while sewing. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.